Manufacturer narrative:
This is a retrospective initial report as advised by esghelpdesk following submission of a combined final report. The investigation into this event was restricted due to the lack of information from the reported and the absence of a device to investigate. A review of batch records found no issue with the manufacture of the device in question. The user confirmed there was no issue with the design, manufacture, or quality of the device which performed as intended at the time of use and hence was discarded. Following investigations and communications with the clinicians involved it has been concluded the device was not the cause of the patient harm. The (B)(6) has also completed its investigations and concluded the device was not the cause of the patient harm. (B)(6) has closed the case. For further details of this incident and the subsequent difficulties in setting up the esg webtader account or reporting into FDA, please see final report.

Event description:
On (B)(6) 2017 an (B)(6) female patient underwent colorectal surgery at the (B)(6) hospital in (B)(6) during which a dp6 deltex medical ltd esophageal doppler probe was in use (it is not known if it was orally or nasally inserted). There were no complications with the device during the procedure after which the probe was discarded. Around 24 hours later the patient went for a CT scan that showed possible small perforation of the esophagus. Pneumothorax and faecal contamination were later identified in this patient although there was no indication this was related to use of the dp6 doppler probe. Patient was transferred to ward on (B)(6) with intra venus antibiotics, endoscopically placed ngt, tpn, ir chest drains and died on an unknown date afterwards as reported "into" deltex medical ltd for the first "tim" on 21 "spet" 2017 (this was a duplicate report issued in error by clinical staff as communicated on conference call by the hospital). No information regarding the use of the dp6 esophageal doppler probe device or its relationship to the clinical conditions was provided despite extensive communications via email and conference call. The hospital stated that there were no issues with the device at the time of use and that it performed as intended. There were no design, manufacturing, or quality issues with the "evice" which was discarded at the time of use.

Manufacturer narrative:
This event involves a product varient not available in the us. However, it is similar to a dp240 esophageal doppler rpobe cleared under 510(k) k052989. The hospital that filled the initial report has stated the device did not malfunction and performed as intended during the procedure. It was then discarded. The hospital did not inform deltex medical ltd of any details linking the product with the incident. Several communications via email and conference call did not clarify the events or timelines. The mhra in the UK closed the case without further action following investigations. All parties agree there via the mhra there is no evidence linking the product with the reported clninical issues. This report has been filed to mhra following significant delay with opening and validating our esg portal following confusion over events and staff changes. This has been communicated to FDA at length including letter to the office of the director, telephone communications, and esghelpdesk tickets going back to oct 2017. We believe there was a systems glitch related to the previous empoyees attempted filing on the old portal. However, we have been given no explanation as to why our attempts to open the portal have not worked.

Event description:
On (B)(6) 2017 an 88 year old female patient underwent colorectal surgery at the (B)(6) hospital in london during which a dp6 deltex medical ltd esophageal doppler probe was in use (it is not known if it was orally or nasally inserted). There were no complications with the device during the procedure after which the probe was discarded. Around 24 hours later the patient went for a CT scan that showed possible small perforation of the esophagus. Pneumothorax and faecal contamination were later identified in this patient although there was no indication this was related to use of the dp6 doppler probe. On 23rd aug the patient was transferred to ward on 6 aug with intra venus antibiotics, endoscopically placed ngt, tpn, ir chest drains and died on an unknown date afterwards as reported into deltex medical ltd for the first tim on (B)(6) 2017 (this was a duplicate report issued in eror as communicated on conference call by the hospital). No information regarding the use of the dp6 esophageal doppler probe device or its relationship to the clinical conditions was forthcoming despite extensive communications via email and conference call. The hospital stated that there were no issues with the device at the time of use and that it performed as intended. The device was discarded at the time of use.